Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Investigation summary: the customer issued a complaint for plunger lost resistance detected during use of the product by the end-user. Zero (0) samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Investigation conclusion: unconfirmed, no sample received. Root cause description: based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that a pen ii omnitrope pen 10 had a plunger that fails and loses resistance. "Dr. (B)(6) comments that, his device has been failing intermittently for a few months, he says that when he turns to do the load "it sweeps and runs very fast.¿